Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
At ER device check, lead noise and increased pace/sense impedance from 500 to 1000 over several days. Patient received inappropriate therapy. The lead remains implanted.